Manufacturer narrative:
Block b3: exact date unknown, event occurred couple of months ago from the date the manufacturer was made aware.

Event description:
It was reported that the patients ipg was not holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.